Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the other day when the patient was changing clothes they felt the pump had moved on the right side. They thought the pump was closer up towards their rib cage but now it felt like it was down on his side of their stomach. They verified that the pump did not seem to be moving around in the pocket on the call. They were redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.